Manufacturer narrative:
(B)(4): the customer states their device will not power on. No adverse patient involvement was reported. The customer's biomed evaluated the device and verified the failure. The issue was determined to be a failure of the processor pca. The processor pca was replaced to resolve the issue. The device remains at the customer's site.

Event description:
The customer states their device will not power on. No adverse patient involvement was reported.